Manufacturer narrative:
(B)(4). The valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted with findings once the evaluation has been completed.

Event description:
Edwards received information that this bioprosthetic valve, which was implanted to the tricuspid position, was explanted on postoperative day twelve (12) due to mild tricuspid regurgitation secondary to leaflet immobility caused by thrombus. This device was originally implanted for tricuspid valve replacement to correct tricuspid regurgitation. At implant, the patient¿s native annulus was significantly enlarged. On postoperative day two (2), anticoagulant therapy was started. After that, mitral regurgitation (nyha: iii, annulus dimension: 40mm), which was not observed before the previous surgery, was detected by echo, and also mild tricuspid regurgitation was observed. Although second surgery was performed to correct mitral regurgitation, there was a lot of thrombi observed on this tricuspid valve when the surgeon checked during the procedure. The surgeon considered that the cause of tricuspid regurgitation was due to thrombus, so redo-tricuspid valve replacement was also performed. This device was explanted and replaced with a 31mm edwards magna mitral ease valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿ in the ICU. The condition of the valve at explant was reported as, ¿a lot of thrombi were attached on the inflow and outflow aspect of this valve, and it restricted leaflet open-close mobility.¿

Manufacturer narrative:
Customer report of regurgitation and leaflet immobility could not be confirmed through visual observations. Report of thrombus was confirmed due to fibrin like material observed on the outflow aspect of leaflets 1 and 2. The fibrin material encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the outflow aspect. X-ray demonstrated wireform intact. Valve will be sent for further evaluation. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. The device has been sent for further testing. A supplemental report will be submitted once completed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This valve was reportedly explanted after implant due to mild tricuspid regurgitation secondary to leaflet immobility caused by thrombus. No intraoperative echocardiogram was provided, thus the reported mild tricuspid regurgitation secondary to leaflet immobility caused by thrombus in vivo could not be confirmed. Edward¿s standardized in vitro testing under normal simulated physiological conditions for mitral position, the immediate functionality and leaflet coaptation of the valve appear to be normal. The total regurgitant fraction (trf) measured under simulated normal physiological conditions and was more than four times lower than the 20% maximum regurgitant fraction allowed for a valve this size. The results from in vitro testing may be different from those obtained in vivo because the thrombosis on the valve could be more severe in vivo and the valve is designed for mitral position that has different hemodynamics compared to the tricuspid position as the device being implanted.